Manufacturer narrative:
As reported, the 5f mynx control vascular closure device (vcd) failed to deploy as the balloon was found to be ruptured. There was no reported patient injury. The vessel type was femoral artery. The procedure type was interventional peripheral. The operator was a trained mynx user. The product was not returned for analysis. A product history record (phr) review of lot f2106901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as rapid inflation, and possible patient factors, such as calcified vessels, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture, evidence of adequate flow and no evidence of significant pvd in the vicinity of the puncture. Neither the phr review nor the information available for review suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2106901 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f mynx control vascular closure device (vcd) failed to deploy as balloon was found to be ruptured. There was no reported patient injury. The vessel type was femoral arterial. The procedure type was interventional peripheral. The operator was a trained mynx user. The device will not be returned for analysis.